Event description:
It was reported that the insulin gauge displayed an amount different from what was expected by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in reloading the same cartridge, and the customer eventually observed the expected 240 units.